Event description:
The manufacturer received information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging visualization of particles in the air path. There was no harm or injury reported. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the customer's complaint could not be confirmed. Disassembly and visual inspection of the air path assembly, air path foam, and the unit flow path resulted in no non conforming material (ncm), no contamination, or black foam related particles in the trilogy air path assembly, the air path foam or flow path portions of the trilogy ventilator. The trilogy air path assembly and air path foam were found to be intact with no signs of foam degradation.